Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty initially slitting the catheter. Once begun, the physician had no further difficulty slitting the rest of the catheter. No patient complications have been reported as a result of this event.